Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient has been experiencing recurring loss of prime requiring the rewind, load and prime steps to be performed. The patient has visual changes secondary to diabetes and is unable to visually inspect condition of battery cap and/or threads to pump. In addition, the patient is color blind and unable to answer accurately as to whether yellow o-ring is visible. The patient had a blood glucose of 558 mg/dl, with nausea, prior to going to hospital and bg in the ER was 578 mg/dl. Treatment on (B)(6) 2014 included insulin injections and IV fluids. The patient is a poor historian and is hospitalized at the time of call. During troubleshooting, customer support determined that the pump should be replaced due to a power issue. This complaint is being reported as the patient experienced hyperglycemia related to the unresolved power issue.